Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient complained of severe pain. The left ventricular lead was dislodged. The ventricular threshold was 4.8 v, 0.5 ms. The lead was removed and re- placed.